Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8840, serial # unknown, product type programmer, physician.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 10 mg/ml morphine at 2.399 mg/day and 13 mg/ml bupivacaine at 3.118 mg/day via an implantable pump for non-malignant pain. It was reported that the patient had a pump replaced "yesterday" due to normal elective replacement indicator battery longevity. It was stated that the priming bolus duration was programmed wrong as they programmed the bolus for 26 hours instead of 26 minutes. The patient was underdosed and developed acute increased pain, nausea, vomiting, and hot/cold sweats "last night." The hcp now wanted to reprogram the prime with the remaining amount of total tubing volume. The hcp had a programming strip from yesterday that showed the duration but the actual total tubing volume primed was not present. It was noted the catheter was aspirated at the replacement and 20 hours had elapsed since the replacement, indicating that 0.326 ml was delivered with 0.098 ml left.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.